Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 434 mg/dl. Customer states that her son has been experiencing high and low blood glucose levels. Customer also states that her son's settings are a low because they want to start him off slowly on the insulin pump. Customer was advised to call their doctor about possibly adjusting the insulin pump's settings. The product was not returned for analysis.